Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and instructed the customer to remove the cartridge and deliver a 9-unit bolus, ensuring that the bolus completed successfully. As reloading the original cartridge was not possible, the customer was assisted in loading a new cartridge using the proper technique, allowing them to resume insulin therapy. The issue was resolved.